Event description:
A distributor reported that a customer obtained false negative results for hbsag using a control fluid. A false negative pt result would present a risk to the public health. There was no report of pt harm as a result of this event.